Manufacturer narrative:
The reported defective device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow information will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
As reported on (B)(6) 2015, (B)(6), female patient presented for an unknown procedure. The treating physician had advanced the guidewire through the access needle. The guidewire felt like it was stuck on the vein wall, so the physician attempted to withdraw the wire. He had to use force to withdraw the guide wire, and when it was pulled out, it was noted the guidewire had partially unraveled. The guidewire did not fracture off inside of the patient. The device was set aside, and a new one of the same device was used to successfully complete the procedure. The patient suffered no harm or injury due to the event. The disposable device has been returned to the manufacturer for evaluation. User.

Manufacturer narrative:
Returned for evaluation was used guidewire. Based on a visual review of the returned device, the customer's reported complaint description of the guidewire unraveling is confirmed. The returned device was forwarded to angiodynamics' supplier for a device evaluation. As determined by the supplier, based upon the evaluation of the wire it appears that the wire was pulled back through the needle. The instructions for use instruct the user to withdraw the needle while leaving the guidewire in place. The supplier performed a lot history record review of the reported lot and found no indication of a manufacturing defect that could have impacted the reported event. The root cause for the reported complaint description does not appear to be manufacturing related. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).